Manufacturer narrative:
Device code 2610 for the reportable issue of bands failed to deploy. Investigation results: the returned speedband superview super 7 device and the ligator head were analyzed. A visual evaluation noted that a crimp was present on the trip wire and the trip wire was partially rolled in the handle assembly slot. The trip wire was bent in several locations at the proximal section and it was secured in the handle slot when received. It was possible to observe that the ligator head had seven bands attached, but were moved out of their original positions with some bands caught under the other bands. It was also noticed that some of the ligator head teeth were damaged and had stress marks, indicating an excessive tension was applied. Additionally, the suture was cut with one section was attached to the distal trip wire loop, while the other section remained attached to the ligator head. The suture hole was in good condition and no damaged was observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted on the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have generated the bands to moved out of their original positions, impacting the bands deployment activity and could have contributed to the reported issues. There was evidence that the suture was cut in order to remove the device from the scope. This condition is not considered as an issue of the device. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was turned, but the device would not deploy elastic bands. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was turned, but the device would not deploy elastic bands. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.